Event description:
Customer reports to have a cracked insulin pump. Customer states the compartment which holds the reservoir is cracked and sticking out. Customer's blood glucose was 75 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).